Event description:
It was reported that the user was unable to lock the connector on the ilet while attempting to use prefilled fiasp cartridges, and that during guided fill tubing, the piston did not move even when no cartridge was installed, indicating a device drive or connector engagement failure. Symptoms included no insulin delivery and inability to proceed with setup, without changes in blood glucose because therapy had not been initiated. Outcomes included device replacement and instructions to return the original unit, with education provided on shutdown, data sync, and startup of the replacement. Investigation included remote troubleshooting that involved removing and swapping cartridges and connectors, attempting connector rotation with and without a cartridge, and performing a fill procedure without a cartridge to observe piston movement. Investigation of the returned device revealed a failure to engage or actuate the pump piston and connector mechanism, consistent with a device mechanical malfunction of the drive or connector assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.